Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine (unknown concentration and dose) in an implantable pump for an unknown indication for use. The patient had a history or chronic pain. An unresolved motor stall occurred on (B)(6) 2017. The issue resulted in a cessation of therapy. The motor stall was confirmed via interrogation. There were no known environmental/external/patient factors that may have led or contributed to the issue. Pump explant and replacement was scheduled for (B)(6) 2017. The pump remained implanted and out of service until the replacement date. No symptoms were reported. The event was considered ongoing. The status of the patient was stated to be alive and with no injury. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a manufacturer representative indicated the patient came into the clinic with an alarming pump. There were no signs or symptoms of withdrawal at that time, but they developed within the next few hours. The pump was replaced on (B)(6) 2017. Because the replacement was performed late on a saturday, it was thought the pump was missed and not saved for return. No pump logs were available. No further information was available regarding the event.

Manufacturer narrative:
A pump interrogation revealed the pump delivered morphine 30.0 mg/ml at a dose of 8.868 mg/day and bupivacaine 23.0 mg/ml at a dose of 6.799 mg/day in flex mode. Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. Analysis identified residue in the motor gear train that contributed to the motor stalls. Conclusion code (B)(6) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.